Manufacturer narrative:
The device was not returned for evaluation. A review of the appropriate device history records of the superdimension console indicates this device was released meeting all quality specifications. Pneumothorax and bleeding are known short term complications when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy.

Event description:
Patient had a pneumothorax, excessive bleeding, and decreased pressures during an superdimension enb procedure. Resuscitation was performed. A chest tube was placed and the patient was hospitalized. The physician is unsure of what caused issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Bleeding less than 500cc. The resuscitative efforts were to stabilize patient's low blood pressure, which took 45 minutes. The patient fully recovered.